Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported lens scratched when inserting into the patient's eye. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed ovd (ophthalmic viscoelastic) residues and particles were observed on the lens. The lens optic was observed cut in half. Due to the conditions of the lens, the issue reported was not verified by the inspection. A manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no potential product deficiencies were identified. No other complaints for this production order number were received. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.